Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and thick anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, transesophageal echocardiogram(tee) revealed that the clip had single leaflet device attachment(slda) from the anterior leaflet. Perforation of 1mm was observed on anterior leaflet. Recurrent mr of grade 4 was observed. Per the physician, slda was due to the pre-existing patient anatomy. On (B)(6) 2026, a re-interventional bioprosthetic valve replacement surgery was performed. The mr was reduced to grade <1. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent mitral valve insufficiency/ regurgitation (mr) and tissue injury appear to be cascading effects of the reported slda. Mr and tissue injury are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.